Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information received indicated that the device has malfunctioned and was explanted. Additional information has been requested.

Manufacturer narrative:
Conclusion: investigation results lead to the conclusion that likely the device electronics failed over time after humidity ingress at the housing braze joint through detected micro-leaks. This is a final report.

Event description:
Information was received that indicated that the device had malfunctioned and was explanted. Additional information has been requested from the field but has not been received.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary, however no further information has been received.

Event description:
Information received indicated that the device has malfunctioned and has been explanted. Additional information has been requested but has not been received.